Event description:
It was reported the patient had pain and swelling where the implantable neurostimulator (ins) was located. It was noted the ins was located in the patient¿s buttocks. The reporter stated they were in class and had to sit for four hours at a time. Additional information received reported the patient¿s ins was implanted in the patient¿s buttocks and it was like sitting on a board. The reporter stated they took the ins out and put it in their right abdominal area.

Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), product type: extension. Product ID: neu_unknown n_lead, product type: lead. Product ID: 7434a serial# (B)(4), product type: programmer. (B)(4).